Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, swelling instability, and pain. The surgeon reported the tibial component was loose and completely de-bonded from its mantle. He did not offer concerns related to the femoral component, and it was not revised. The surgeon indicated the patella was in a slight baja position but was where it was preoperative, so did not revise. The surgeon reported no intraoperative complications. The patient was implanted with attune knee system and depuy cement x 2. Doi: (B)(6) 2014. Dor: (B)(6) 2019, (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed on 20 dec 2019. Two unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. There were no anomalies with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.